Event description:
Report received of an overinfusion due to tampering. The pump was programmed to deliver an unspecified solution at a rate of 30ml/hr. At an unspecified time, the pump alarmed. Reportedly, a family member of the pt attempted to clear the alarm condition. Approximately 2 hours later, the nurse noted that the pump was delivering at a rate of 300ml/hr instead of the intended rate of 30ml/hr. The risk manager at the user facility stated that "the pump functioned as expected." Multiple unsuccessful attempts have been made to obtain additional info.